Manufacturer narrative:
B3: event date: the date of the event was reported as an unknown date "approximately 3 weeks ago ". H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown solution "cristallized" in an unspecified baxter access set during patient infusion. The infusion was stopped and the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.